Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a contact detach infusion set, with suspected infusion site or cannula issue and temporary disconnection from the body during troubleshooting; the user later transitioned to subcutaneous insulin by pen for correction and then resumed insulin via the contact detach after guidance. Symptoms included elevated blood glucose levels above 500 mg/dl. Outcomes included transient interruption of intended insulin delivery and the need for back-up therapy with subcutaneous insulin. Investigation included customer service troubleshooting and user education regarding site change and infusion set use. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after site management and use of back-up insulin.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.